Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a scanner was working intermittently. The field service engineer replaced the usb cord to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a scanner failure, unable to scan medications. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.